Event description:
A customer called lfs in 2002 alleging that the patient's one touch profile meter was giving inaccurate high readings. According to documentation by ccr, a patient was unresponsive and was hospitalized. Lfs contacted patient 3 and 1/2 weeks later and they provided the patient with the following information: patient did not have any symptoms on the day of the incident (date and time unknown), but just "wasn't feeling well". Patient had tested self on the meter with a reading of 73 mg/dl. After testing, patient "just passed out and became unresponsive". Their relative called the paramedics and the emt tested the patient 20-25 minutes after patient became unresponsive with a result of 16 mg/dl. Unknown if any treatment given by the emt. Also unknown if patient had taken any diabetes medications prior to passing out. Patient was admitted to the hospital due to a diabetic coma and was given IV glucose for 2 days. Their relative called lfs while the customer was still in the hospital. Patient was released after 2 days. Unknown if patient had used the new meter after release from the hospital. Their relative then informed ccr that patient had passed away 2 weeks ago due to a heart attack. "Patient died because of their heart and not because of their sugar." They stated that they did not have any other information and that spouse is still distraught about customer passing away.